Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, the thermogard ivtm system (sn: unknown) generated an "air trap" alarm and displayed "check the fluid level (nacl)". Treatment had be stopped to dry out the thermogard console but issue persisted. The start-up kit was also replaced but did not resolved the issue. No consequences or impact to patient.